Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent resection of mesh on (B)(6) 2011. The patient underwent a cystoscopy with hydrodistention due to painful bladder syndrome on (B)(6) 2011 by implanting surgeon. No further information provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures, including a repair/removal surgery on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2011 for cystoscopic transurethral laser ablation of eroded bladder mesh with holmium laser and vaginal relaxing incision of vaginal mesh for reason stated ¿ mechanical complication of implant/graft devise, pelvic pain and intradetrusor erosion of bladder mesh. On (B)(6) 2012 the patient had a surgical procedure cystoscopic, endoscopic excision and holmium last treatment of exposed intradetrusor mesh, removal of vaginal mesh (posterior compartment) and vaginal closure due to exposed intradetrusor mesh status post mesh prolapse repair. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that due to erosion and exposure, patient underwent mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that patient underwent removal of exposed mesh on (B)(6) 2012. (B)(4).